Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Please see medwatch report # 3004209178-2015-69269.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was hospitalized with high blood glucose. The customer's blood glucose was 24 mmol/l upon admission. The customer was connected to the insulin pump and stayed connected, but her blood glucose did not lower. The customer's mother decided to have the customer disconnect from the device. No physical damage to the insulin pump was observed. She noted low reservoir and weak battery alarms in the alarm history. The customer's mother stated that she bolused 2.8 units. The customer's blood glucose rose to 26.1 mmol/l. Upon troubleshooting, the customer's mother stated that drops did appear during a manual prime. During a 5.0 unit fixed prime, no drips appeared. The customer's mother did not trust the insulin pump and requested its replacement. They were unable to perform the high pressure test due to lack of tubing clamps. The caller was advised to replace the insulin pump and agreed to return the device for analysis.